Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had screen blocked error message. There was no patient involvement at the time of the event. A non covidien/ medtronic service provider inspected the device. The service provider cleaned the touchscreen printed circuit board(pcb) and the issue was resolved. Covidien/ medtronic was not authorized to evaluate the device.